Event description:
The patient received 2 scs leads with the same lot number. It was reported during intra-operative testing, the scs lead showed invalid impedance values. The physician believes the impedance values were due to the presence of fluid that resulted from the patient bleeding heavily around the lead site. Follow- up identified the issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.